Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® pst¿ tubes with lh (lithium heparin) had an abnormal additive form, as stated "the gel was in the upper part of the tube." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the gel was observed to be located near the top of the tube. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to gel position was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for gel being located at the top of the tube with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and all specifications were met. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer pst tubes with lh (lithium heparin) had an abnormal additive form, as stated "the gel was in the upper part of the tube." There was no report of exposure, serious injury or medical intervention.